Event description:
It was reported that the device exhibited a damaged battery compartment. During physical inspection, it was found that there was a lifted downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.